Event description:
Patient user of gastrostomy, states that since changing the connector there is a leak of the nutrition.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. A sample analysis could not be performed since no photo samples nor actual sample device was received for evaluation. The root cause could not be determined without a sample to evaluate. The investigation was carried out with a multifunctional team, and the findings were that all processes and controls were found to be followed according to procedure, a 100% visual inspection by production personnel according to standard work instructions. In addition, a qc sampling inspection is performed to ensure that the product has no leaks. A risk assessment was carried out to determine the observed occurrence for this failure mode. Based on the analysis, the observed occurrence of harm (o) is 0.00117% (1, improbable) which is equal to the range of the expected occurrence of harm (0) (1, improbable). This complaint shall be reopened if a sample is received.